Event description:
Olympus was informed that during a diagnostic colonoscopy, a polyp was noted in the colon. Forceps were utilized to remove the polyp; there was bleeding. The user attempted to control the bleeding with clips; however the first and subsequent clip failed to deploy. The third clip was successfully deployed but it broke off inside the patient. The clip was left to pass naturally. The physician had to use a different technique during the procedure. The bleeding was controlled with epinephrine. There was no patient injury reported. The patient went home the same day.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device history record was reviewed and there were no problems noted during the manufacturing process. The exact cause of the user's experience could not be conclusively determined at this time.